Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information requested and received: q. Can the amount of bleeding be quantified? A. 2 liters. Q. Was any issue noted with staple form in initial procedure? A. Slight ooze. Q. Was the site of bleeding identified? If so, which staple line? A. All staple line covered with clots. Q. Was buttressing material used? A. No. Q. How was the gastrojejunostomy created? A. Staple and suture. Q. How was the jejunojejunostomy created? A. No jejunojejunostomy is needed in mini gastric bypass. Q. How was the bleeding addressed? A. Tachycardia, pale look, falling bp, hb level drop from 15 to 8, patient was admitted and re-explored. Q. Were any staple formation issues noted in reoperation? A. No. Q. What is the current patient status? A. Patient is fine. Surgery name is mini gastric bypass.

Event description:
It was reported that the patient readmitted post surgery. Re-explore and a lot of bleeding and clot around staple line. As per the surgeon anticipated reason was oozing from staple line.